Event description:
A (B)(6) customer called stating that he received and 7.9mmol/l on his contour meter, then re-tested on a different meter and received 4.2mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. It was asked that the customer return his strips for evaluation.